Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The previous repair report for the intellicart system was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. The device was noted to have been previously repaired twice, the previous repair being for a vacuum pump issue on (B)(6) 2017. The current reported issue was not related to vacuum pump issue, so the current and previous repairs were not similar in nature. An exchange for the new cart was scheduled. A new cart was shipped from riverside to the facility and was confirmed to have been delivered to the facility and the service company dispatched a service technician to the site to perform the exchange. The technician arrived at the site and installed the new cart. He then verified that the cart was functioning as intended and placed the cart into service without further incident. The technician then repackaged the old cart so that it returned to service center. The exchanged cart was picked up from the facility. The exchange cart was confirmed to have been returned. It was refurbished without any further evaluation. While the service technician confirmed the reported event and it was resolved by exchanging the carts, it is unknown with the information provided as to what caused the odor issue. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Device emits a smoky odor. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that there was a bad, smokey smell when the unit was turned on. The event occurred during cleaning. No adverse events have been reported as a result of this malfunction.